Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer's blood glucose was 518 mg/dl. A manual correction injection was administered to address elevated bg. Customer reverted to an alternate method of insulin delivery.